Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through a pump reset, resolving the issue as the pump did not display the error code again. The caller successfully started their sensor session.